Manufacturer narrative:
D5,6; h4:info unavailable, device returned with no lot identification.

Event description:
The mcl20 was used during a cholecystectomy. The clip did not close or form. There was no consequence to the pt.